Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("multiple fibroids") and experienced adenomyosis ("adenomyosis") and infection ("running infection"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal, uterine leiomyoma, adenomyosis and infection outcome was unknown. The reporter considered adenomyosis, infection, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: uterine leiomyoma, adenomyosis and infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case had become serious incident. New events were added: medical device removal and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.